Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient will be undergoing a revision for his fourth penile prosthesis. The patient indicated that his three previous prosthesis have failed in durability and strength over time and the cylinders get a rupture or bulge.